Event description:
Reporter indicated a vns patient was having increased seizures. The reporter was unable to interrogate the patient's vns generator and believed it was at end of service. The patient later underwent vns generator replacement surgery. The explanted generator has been returned and is currently in product analysis. All further attempts for information from the reporter have been unsuccessful to date.